Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d1, brand name, of the initial medwatch report stated: vocsn. Section d1, brand name, of the initial medwatch report should have stated: vocsn patient breathing package. Section d4, model #, of the initial medwatch report stated: prt-00793-001. Section d4, model #, of the initial medwatch report should have stated: adult, passive, oxygen, blue. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Section h5, labeled for single use, of the initial medwatch report stated: no. Section h5, labeled for single use, of the initial medwatch report should have stated: yes.

Manufacturer narrative:
H6: the patient circuit was returned to ventec for evaluation. Ventec examined the returned patient circuit and the reported issue of delamination was confirmed. The circuit appeared to have the clear inner tubing delaminated from the blue spiral wrap on approximately 5 wraps near the overmolded end (ventilator side). There were no other areas of delamination observed and physical/tactile examination did not identify any other areas of delamination. The circuit was viewed under magnification which confirmed delamination due to lack of fusion between the polyolefin (clear tube) from the polypropylene (blue spiral wrap).

Event description:
It was reported to ventec that the clear film wall of a breathing circuit had detached from the blue polypropylene spiral portion of the patient circuit (adult, passive, oxygen, blue) assembly. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.